Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that there was debris on the pneumatic tap area. There was no reported adverse impact to the customer's blood glucose level. Reportedly, after removing the debris, the customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.